Event description:
It was reported that the hypotube broke. A 16x120mm, 100cm vici stent was selected to treat a lesion in the right external iliac common femoral vein. A 9f sheath was placed and a 0.035 guidewire was advanced to the lesion. Then the vici stent was introduced and deployment was initiated. The tuohy was loosened and the physician pinned the inner shaft and started to pull the outer shaft of the delivery catheter to start stent deployment; however the stent would not deploy. The device was removed from the body. It was then noted that the metal hypotube was bent then it broke in half. The physician opened a new vici stent on the same size and was able to complete the procedure. No patient complications were reported and the patient's status is fine.